Event description:
As reported: generator was plugged in and turned on. Generator gave a lockdown error "l01000." Additionally reported: surgeon used a competitive product for fixation.

Manufacturer narrative:
The failure(s) identified in the investigation is consistent with the complaint record. The device was examined by the producer stryker endoscopy, san josé (ca), t&e does neither have the equipment nor the electronics specialists for a comprehensive inspection of the generator: results: the sonicfusion console was received with the warranty intact. No external damages were seen. Labels were noticed throughout the console. Functional inspection: then a power cable was plugged in but the console was unable to complete the boot process due to a lo1000 lockdown error. Using a multimeter the fuses were verified to have continuity. The main board was inspected for burnt components. None were seen. Also the flex cables that connect the main board and front board were verified to be properly seated. A known good main board was installed and the console was able to complete the boot process without any errors. The root cause is a main board has a possible non conforming component. Pac: review of CAPA database and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated potential non-function was addressed adequately. There is already one ongoing action in place related to the reported event for the subject product.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: generator was plugged in and turned on. Generator gave a lockdown error "l01000." Additionally reported: surgeon used a competitive product for fixation.